Event description:
Event description cpi received information that this bipolar lead was an attempted implant. During a routine implant of an implantable pulse generator (ipg) and lead system, the helix tip electrode of this lead broke off and remains in the patient, the lead was cut and capped. The physician elected to replace the lead with a new lead of the same model.